Event description:
Pharmacy tech was compounding a sterile intravenous medication in the cleanroom. When the sterile packaging containing a bd 16gauge, the pharmacy tech noticed a black mark on the end of the needle near the bevel. Due to the potential contamination of the final product, the defective product was quarantined and reported to the pharmacist. This event was reported to the manufacturer.